Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl; cause was unknown. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Customer was discharged from the ER the same day with the issue resolved and no permanent damage.